Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an incarcerated hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was hospitalized for the event. Treatment and outcome of the hernia was not reported. No additional information is available.